Event description:
On (B)(6) 2013, it was reported that this handheld device was not functioning properly. The screen would freeze during interrogation from time to time. The wand was checked, and the wand battery replaced. Troubleshooting was performed but no problems were seen. A hard reset was performed, but it is unknown if this resolved the event. The device was performing slowly and freezing. The freeze was occasional but continued to occur. The suspect medical device was received on (B)(4) 2013 and is pending analysis.

Event description:
An analysis was performed on the returned flashcard, and the reported screen freeze was not verified. No anomalies associated with flashcard software or databases were identified. The flashcard and software performed according to functional specifications. An analysis was performed on the handheld, and no anomalies associated with the handheld were noted during testing using the ac adapter or the main battery with a full charge. The handheld performed according to functional specifications.